Manufacturer narrative:
Manufacturer ref# (B)(4). Journal article: multibranched endovascular repair using a modified endograft with hydrogel-reinforced fenestrations. Azuma et al., 2022. Doi: https://doi.org/10.1093/ejcts/ezac042. Similar to device marketed under PMA/510(k) p140016. Summary of investigational findings: during a literature review cook became aware of the article ¿multibranched endovascular repair using a modified endograft with hydrogel-reinforced fenestrations¿. This article is a study over 40 patients receiving a physician-modified endograft (pmeg) with hydrogel-reinforced fenestrations. The pmeg was in most cases made by modifying a zta-d ((B)(4) of cases) and in some cases a zta-de ((B)(4) of cases) was used. The graft was deployed on the back table and modified using a low-temperature cautery to burn fenestrations. The fenestrations were then reinforced with a coil from another manufacturer before the device was resheathed into the original sheath. It was reported that one patient experienced a perioperative bowel perforation. No more information was given. Per the instructions for use sent with this type of device the zta is intended for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. The patient in this complaint received a pmeg placed in the abdominal aorta. The effects of the design modifications relative to the device¿s characteristics are unknown and the subsequent potential impact on the performance or effectiveness of the stentgraft can not be established. Requests have been sent to obtain more detailed information about the events in the article, however no more information has been made available. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: the 40 patients underwent tevar for the indications listed in field c2, this was primarily taaa. A pmeg based on zta was used in all patients. The four-fenestrated pmeg was made by burning fenestrations in the graft material and reinforcing these fenestrations with an azur peripheral hydrocoil (terumo). At the procedure, both femoral arteries were surgically exposed, the pmeg was implanted, the fenestrations were cannulated using an antegrade or retrograde approach, and bridging stents were implanted. All smas and renal arteries were revascularized, but the celiac artery was only revascularized in 29 patients because the ca was naturally occluded in 2 patients and had been occluded previously in 9 patients. Patient outcome: patient experienced perioperative bowel perforation.